Event description:
It was reported that revision surgery was performed for the removal of hardware in the case due to patient having residual pain. The tulip head of a xia 3 screw detached prior to the revision surgery.

Manufacturer narrative:
Results: an r&d investigative report details possible causes of this issue, which include over-tightening at maximal screw angulation multiple times. No manufacturing records could be obtained as the lot # is unknown. Conclusion: the actual cause cannot be determined due to the sample being unavailable for evaluation.

Event description:
It was reported that revision surgery was performed for the removal of hardware in the case due to patient having residual pain. The tulip head of a xia 3 screw detached prior to the revision surgery.